Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/11/2019. The manufacturer¿s international service technician confirmed the reported issue. Confirmed the alarm led (red led) had occasionally illumination failure. The manufacturer¿s international service technician replaced the defective power management board and user interface to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported alarm led failed. The power switch overlay was previously replaced but issue persists. Also the unit started up with alternating current(ac) power supply, but not with a battery due to malfunction of power management (pm)board. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.